Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, end cap broken off, loose/protruded drive support disk, missing end cap sticker, stained address/serial number label and minor scratches on display window noted. Unable to perform displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test and occlusion test due to end cap broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was loose. Customer's blood glucose value was 160mg/dl. Insulin pump will be returned for analysis.